Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 27 mg/dl. The displacement test was performed and the insulin pump did not pass the test as it alarmed motor error and made a loud noise during the rewind. It was also stated that the customer exposed the insulin pump to an MRI scan the day prior to the hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.